Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.029¿ offset at the tips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted an esophagectomy transthoracic surgical procedure, the horizon small clip applier instrument would not hold the clip. The procedure was converted to open surgery and completed as planned.